Event description:
(B)(4). The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet rec'd.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced nausea with emesis, recurrent urinary tract infections, low back pain, right flank pain, abdominal pain, bloating treated for h-pylori, change in bowel habits, fecal incontinence, mucus in her stools, constipation, dysuria, enuresis, urinary problems, recurrence, dyspareunia and neuromuscular problems.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instruction for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).